Manufacturer narrative:
Review of applicable device history records did not identify any deviations or nonconformances that are likely to have contributed to or caused infection. Infection at surgical sites is a known and inherent risk of surgical procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023. On (B)(6) 2023 the patient notified nalu of a potential infection at the implant site that was being treated at a local medical facility. During a follow up with the implanting physician on (B)(6) 2023 the full system was explanted.